Event description:
It was reported that the xenon light exhibit intermittent image and no image during a diagnostic cystoscope; completed with an olympus back up device. There was no patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.